Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from below 40mg/dl to 48mg/dl. The cause of low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline, and consumption of carbohydrates. The customer declined to provide additional information regarding the reported issue; however healthcare provider recommended customer not use pump until additional training is received.